Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, externalized conductors was observed on rv lead. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.